Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a colon resection procedure the surgeon had fired the device across the colon; when he observed the staple line he noticed the staples were open ended and malformed. They completed the procedure with a new like device. There was no patient consequence reported. The o.r. Discarded the device due to heavy body fluids and they did not want to keep it, the surgeon had instructed them not to discard the device.